Event description:
Ous MDR - after an implantation period of about 36 months, out of range battery voltage values were reported. The device is still implanted at the moment. No adverse patient side effects have been reported. The event date was not provided.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol1. The ICD was implanted for 36 months and 25 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A'fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed the battery depletion. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the device was implanted for 36 months. The therapeutic functionality of the device proved to be fully functional. An increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis results the therapy functions of the ICD were entirely available while the device was implanted and in service.